Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a lead migration/dislodgement. It was noted that the event was related to the device or therapy, and not related to the implant procedure. Diagnostics performed included imaging, which revealed the lead migration. Interventions taken included reprogramming the neurostimulator. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that both leads migrated and reprogramming was done on (B)(6) 2017 to resolve the lead migration/dislodgement. It was noted that the cause of the lead migration/dislodgement was not determined. No further complications were reported/anticipated.